Event description:
This report is being filed after the review of the following journal article: de haan, e. Et al (2022), evaluating clinical outcomes of the new femoral neck system (depuy synthes) for femoral neck fractures, annals of orthopaedics, trauma and rehabilitation vol. 5 (1):143, pages 1-6 (the netherlands). The aim of this study is to evaluate early implant outcomes and the rate of implant failure within 6 months of follow up. Between january 1, 2018, to may 13, 2021, a total of 81 patients (36male and 45 female) with a mean age of 67 years (56-77) were included in this cohort study. These patients had femoral neck fracture (fnf) receiving a femoral neck system (fns depuy synthes) and were followed up for 6 months. The following complications were reported as follows: 6 patients had avascular necrosis of the femoral head after 6 months. 1 patient needed packed cell supplementation due to postoperative anemia. 2 patients had post op hematoma or blue/purple discoloration (ecchymosis) and swelling of the skin surrounding the incision. This report is for an unknown synthes fns construct. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown fns construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.